Event description:
The provider states (out of box) that per consumer the unit is missing the clip to attach the back of the shower chair on.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.